Event description:
It was reported that the procedure was to treat a heavily calcified vessel in the left external iliac artery. The 5.0x100mm armada 35 balloon catheter was prepared and had slight resistance with the anatomy but was advanced to the lesion. However, at first inflation with a pressure of 8 atmospheres (atms) the balloon became stuck with the calcification and ruptured. The balloon was fully deflated upon removal. Resistance was noted upon withdrawal and more force applied to remove the balloon catheter. The balloon separated on the guide wire but the separated pieces and the guide wire were all removed as a single unit. During removal, the atriotomy ripped and cutdown was performed to patch it. Nothing was left in the patient's anatomy. Another device was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. It was reported that resistance was felt with the challenging anatomy during removal of the bdc and additional force was applied to successfully remove the bdc. It should be noted that the percutaneous transluminal angioplasty (pta), armada 35/ armada 35 ll, global instructions for use (IFU), states: do not advance the armada 35 / armada 35 ll pta catheter against significant resistance. The cause of resistance should be determined via fluoroscopy and remedial action taken. In this case, it is likely that the IFU violation and the challenging anatomy contributed to the reported balloon separation. The investigation determined the reported balloon rupture, difficulty advancing and removing the device, unspecified tissue injury and surgical intervention appear to be related to circumstances of the procedure. The reported separation appears to be related to user error/circumstance of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. H6: medical device problem code 4582 removed.